Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Reportedly, the customer was using humulin insulin with the pump. Tandem customer technical support informed customer that humulin insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.